Event description:
Consumer reports very high readings with their logic analysis run on clark error grid using competitive reading (290) vs. Bd readings (400) yielded data ponts in the c range of the grid, outside acceptable limits.